Manufacturer narrative:
Additional product component: model number/catalog number 720185-01, serial number: null, batch/lot number: 1000165272, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced dissatisfaction with the implant and believed that the location was incorrect with an inflatable penile prosthesis (ipp). The ipp remains implanted and still active. Should additional relevant details become available, a supplemental report will be submitted.